Event description:
It was reported to boston scientific corporation that spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2021. The patient noticed blood in his urine since (B)(6) 2021. The symptoms have persisted ever since. The patient had a heart stent placement and was placed on blood thinners. The blood in the urine has increased. Magnetic resonance imaging (MRI) was performed on (B)(6), 2022 and showed that spaceoar is still in place. Another MRI was performed on (B)(6), 2022, and there were still signs of spaceoar device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
(B)(6) 2022 was selected as the event date since that was the reported date when spaceoar device was found to be still present in the patient's anatomy. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Operator of device was estimated as health care professional based on the event details. (B)(4)